Event description:
It was reported that during an orif of the hip surgeon inserted the dhhs helical blade 95mm length with the lcp coupling screw and it was too short. Surgeon removed the blade and in the process the coupling screw tip broke off inside the blade with surgeon discarding the 1st blade 95mm. Surgeon then tried to insert a second helical blade 100mm without the coupling screw. The blade got stuck inside the dhhs inserter shaft and lcp inserter guide. Surgeon removed the inserter shaft and blade and went to alternate treatment using dhs lag screw and a dhhs plate and completed the procedure. Patient was reportedly fine and the procedure was only extended 30 minutes. This is report 2 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the lcp-dhhs coupling screw, had the tip broken off due to an unknown cause. The shaft exhibits some slight scuff marks and minor scratches along the entire surface area. Based on the evaluation and the unknown cause, it is concluded that this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: a product development event evaluation was performed. The dhhs coupling screw mates the dhhs helical blade with the dhhs inserter shaft. The technique guide specifies the connecting screw to be finger tightened into the back of the helical blade. Excessive insertion torque may lead to a possible failure. Improper technique, excessive soft tissue, varying patient anatomy, etc. May lead to poor performance of the dhhs system. Based on the finger tighten note in the risk analysis, technique guide, and low occurrence rate, there is insufficient information to conclude that the product design is the cause of this complaint. Therefore, the complaint is indeterminate. Corrected data: original awareness date is 03/12/2012. Product development event evaluation was completed on 08/09/2012.

Event description:
This report is for file (B)(4).